Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings: evaluation revealed there was a cracked at the top of battery compartment. Moisture corrosion was visible in battery compartment. Pump cover was removed to inspect internal components. Moisture corrosion was visible in the pump compartment. Keypad flex connector was defected by moisture ingress. Pump case cracked at top-right corner of the display lens was observed. Keypad button cover is intact to the base with no evidence of peeling. All keypad buttons are intermittent responsive. Removed keypad cover to check condition of the key contacts, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons had become unresponsive after swimming. Reportedly, condensation was visible behind the screen and water was found in the battery compartment and cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.